Event description:
The pt was implanted with a left ventricular assist device (lvad). The bio-med reported that the pt had a large amount of thrombus in the pump and needed a pump exchange. The pump was explanted and returning for evaluation.

Manufacturer narrative:
The reported suspected thrombus was confirmed based on the photo sent from the clinical specialist revealing pieces (rings) of thrombus that was removed from around the rotor by the hospital. The tings in the photo appeared to have formed in laminated layers, which is an indication that they grew over an undetermined amount of time while the pump was operating. Examination of the returned pump revealed non-laminated depositions in the outlet stator, situated between the outlet bearing ball and the stator blades. The lack of laminated layers suggests that the deposition did not develop in the outlet stator. Although their origins cannot be conclusively determined, the depositions had some areas or denaturing and may have been present in the pump during operation. The thrombus that was removed from around the rotor by the hospital would have likely contributed to the pts reported signs of hemolysis and power elevations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found that would have contributed to the formation of the thrombus. The pump was cleaned, reassembled, and functionally tested under various loaded conditions using a mock circulatory loop and was found to operate as intended. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.